Event description:
Customer reported test strip vial expiration date and other test strip information does not match the test strip box. No treatment. A request was made for return product and replacement product was sent.